Manufacturer narrative:
A bci field service engineer (fse) verified all pinch valves and vacuum. Fse examined the bsv which were replaced 4 days and observed 2 holes in the probe instead of 1 (one on back and bottom). Fse replaced the bsv and retained the potentially defective one for evaluation by the bci engineering group. Root cause is pending the results of the evaluation of the leaking bsv.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak from the blood sampling valves (bsv), which appeared to be a mixture of blood and isoton. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eye protection. No injuries occurred and medical attention was not sought. No report of exposure to mucous membranes or open wounds. No injury, death or change to patient treatment is related to this issue.